Manufacturer narrative:
(B)(4): this customer reported an unexpected shutdown of their defibrillator. There was no negative impact to the pt. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported an unexpected shutdown of their defibrillator. There was no negative impact to the pt.